Event description:
Pt was being run on the prisma for continuous veno-venous hemo-diafiltration (cvvhdf) treatment. Multiple error codes were displayed on screen. Nurse addressed each separately per manual. Last error code indicated failure of access, return, and effluent pods. Air noted in tubing above return access. Treatment discontinued immediately. Pt disconnected, lumens packed per hospital policy. When removing the tubing from the prisma, the access pod broke open and blood spilled out. Gambro 800 number called and incident was reported (including all lot numbers, serial numbers of machine etc). Event documented appropriately and reported to gambro representative. Patient did not suffer any adverse complications; vital signs were normal before and after incident. Vendor did preventative maintenance on machine.